Manufacturer narrative:
No UDI information is available, the device was manufactured before UDI implementation. The lift involved in the incident was thoroughly inspected by an arjo service engineer and was found to be in good condition, with no broken, worn, or damaged parts identified. Functional testing confirmed that the device was operating correctly in all respects, and no malfunctions or critical issues were detected. Based on information obtained from the customer, device evaluation performed by an arjo service engineer, and review of similar cases, the reported tilting may be consistent with handling-related factors such as incorrect positioning of the lift¿s legs, maneuvering the device using parts other than the designated maneuvering handle (e.g. Mast, jib, spreader bar, or the patient), or application of lateral pushing or pulling forces instead of forward movement. The instructions for use 001.25060.en clearly state that the lift must be operated by trained personnel, transferred with the chassis legs closed, and maneuvered only using the designated handle. ¿warning: do not attempt to move the lift by pulling or pushing on the mast, the jib, the spreader bar or the patient as this can cause the lift to topple over, and cause injuries. Always use the manoeuvring handle when displacing the lift.¿ environmental factors were considered but not confirmed, as no obstacles or conditions were reported that could clearly explain the incident. Sum up, the incident is not attributable to a technical failure of the device and is most likely related to use-related conditions. The arjo device was used for a patient transfer when the event occurred, and from that perspective, it played a role in the event. The device met the specification. No malfunction was found during the device evaluation. The complaint was decided to be reportable due to the lift tilting during a transfer.

Event description:
Customer staff reported that while the patient was being transferred, the maxi move lift lost balance and tilted, striking the caregiver operating the device on the head. The device did not tip over. The caregiver sustained a head injury and required first-aid treatment only; no further medical evaluation, treatment, or ongoing consequences were reported. The patient and a second caregiver were not injured.